Event description:
Per the clinic, the patient was taken to the emergency room on (B)(6) 2021. The patient experienced an infection at the magnet site and subsequently was treated with antibiotics (type and duration not reported).